Event description:
A report was received that a patient's lead was exhibiting high impedances on several of the contacts. After several troubleshooting attempts, it was confirmed there was a problem with the lead. The physician recommended that the patient's lead be replaced.